Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during surgery of right hip doctor did a liner and ball exchange due to instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ball.when completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during surgery of right hip doctor did a liner and ball exchange due to instability.